Event description:
A distributor complaint was reported concerning a broken touchscreen on the customer's insulin pump, rendering it non-functional and unreadable. The blood glucose value reported was 160 mg/dl, indicating no adverse impact on the customer's blood glucose level. The pump is being returned to the distributor, and a replacement pump with serial number 1403104 has been provided. Further details were unavailable, pending the return and inspection of the malfunctioning pump.